Manufacturer narrative:
The complaint is awaiting receipt of the sample to complete an investigation. Upon completion of the investigation, a follow up report will be submitted.

Event description:
(B)(4). It was reported that there were anchor breaks on 2-ajust adjustable single incision slings.